Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent moved on the balloon. A 4.00 x 38mm synergy? Xd drug-eluting stent was advanced for treatment. However, the stent came off the balloon and was damaged. No patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 initial reporter facility name updated e1 initial reporter address updated e1 initial reporter city updated e1 initial reporter zip/post code updated the device was not returned for analysis. However, a photo was returned, showing a damaged stent along with a guide catheter and guidewire. The returned media is unable to confirm the reported allegation of stent moved on balloon.

Event description:
It was reported that stent moved on the balloon. A 4.00 x 38mm synergy? Xd drug-eluting stent was advanced for treatment. However, the stent came off the balloon and was damaged. No patient complications were reported.